Event description:
The dealer stated the unit was flashing 2 red and 1 green light. The dealer did not provide any detail on how the unit is being used. No patient information, no hours. The dealer did not report any injury or property damage.